Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2 mmol/l. The customer stated that they feels the suspend before low does not stop in time therefor blood glucose was coming down. Customer declined to troubleshoot for their low. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.